Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no images were submitted and the device was not returned for evaluation. Review of the submitted log files revealed a motor instability left ventricular assist device (lvad) fault flag on (B)(6) 2023. Following this event, pump flow decreased from the 5 liters per minute (lpm) range to the 2-3 lpm range. Harmonic compensation lvad faults also became active, flagging intermittently until (B)(6) 2023 at 00:36:21. The device then operated as expected for the remainder of the captured data with flow returning to the 4-5 lpm range. No other notable events were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures,¿ warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management,¿ also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation,¿ provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a significant drop in flows. The flow drop was not significant enough to activate the low flow alarms but were below the patient's baseline. The log files noted a rotor instability flag on (B)(6) 2023. The flows dropped after this event. This rotor instability event was followed by ¿harmonic compensation¿ flags meaning that there was a possibility that rotor levitation has been lost or the rotor was exhibiting instability. The flows later returned to baseline. It was later communicated that the rotor instability was thought to be caused by ingestion of mitral valve vegetation. Nothing was seen on echocardiogram. A ramp study was performed but the flows had already returned to baseline. The patient was continued on anticoagulation and the thrombus resolved. The patient had symptoms of renal and splenic infarcts but was in stable condition.